Event description:
It was reported that the cassette caused pump to exhibit no disposable, pump won't run message alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provide to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Correction: device expiration date: 03-feb-2027. H4: correction: device manufacturing date: 19-feb-2022.

Manufacturer narrative:
B5: additional information received on 27-jul-2022 via email and attached to complaint object: event description reflects what you have listed above under complaint summary - nothing further; date of the event: per report 03.25.2022; the reported event occurred during patient use; patient details updated; the event did not result in patient harm; the outcome of the event is resolved. H3: correction: report source: other / mw5109646. H6: event problem and evaluation codes: updates not required.